Event description:
The patient was being revised as the poly disassociated from the cup. The original surgical plan was a poly exchange however, the surgeon tired two new poly liners that would not lock into the existing shell, so the shell and head were also replaced.

Manufacturer narrative:
An event regarding a dissociated liner from the shell involving a trident 0° x3 insert 36mm ID was reported. The event was confirmed. Material analysis noted no material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: ¿a review of the x-rays noted the insert was out of the shell with the head articulating with the empty shell¿the early disassociation of the poly insert suggests failure to adequately lock it in place at the primary surgery, possibly due to poor exposure or soft tissue interposition. There is no evidence of faulty component manufacturing or material being responsible for this clinical situation.¿

Event description:
The patient was being revised as the poly disassociated from the cup. The original surgical plan was a poly exchange however, the surgeon tired two new poly liners that would not lock into the existing shell, so the shell and head were also replaced.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.